Event description:
Hmsc recordings show noise. Short interval trend has been >249 since (B)(6) 2021. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Lead was capped on (B)(6) 2022 due to noise and a possible fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.